Event description:
The customer reported a ventilator shutdown and went into internal battery usage during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device is pending onsite evaluation, however, thus far the ventilator has been evaluated by the customer. The customer has confirmed the reported issue via the 1101 (check vent: ventilator restarted) and the 3007 error codes that indicate a ventilator shutdown. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The customer has confirmed the reported issue via the 1101 and the 3007 error code that indicate a ventilator shutdown. The device is currently pending the replacement of the flow sensor. The fse reported that the service manual indicated that there was no action required for the 1101 error code in conjunction with 3007 error code. The fse reported that all tests were performed, and it was found that the air flow accuracy test failed, and the unit needed the replacement of the air flow sensor assembly. Additionally, the fse advised customer to leave unit running overnight to make sure unit does not shutdown. The customer then reported that that unit did not shut down overnight the following day.

Manufacturer narrative:
H10: the field service engineer (fse) reported that the service manual indicated that there was no action required for the 1101 error code in conjunction with 3007 error code. The fse reported that all tests were performed and it was found that the air flow accuracy test failed and the unit needed the replacement of the air flow sensor assembly. Additionally, the fse advised customer to leave unit running overnight to make sure unit does not shutdown. The customer then reported that that unit did not shut down overnight the following day. Lastly, the fse reported that the flow sensor assembly was replaced. The reported issue was said to be fixed and no other anomalies were reported.